Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and cursor did not align on the programmer screen. It was also found that the power cord bay was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus did not accurately select the desired target on the programmer screen. Different stylus pens and calibrations were attempted, but they did not change stylus function. The programmer has been returned for service. No patient complications have been reported as a result of this event.